Event description:
Patient was reported to have presented at the clinic with complaints of chest pain, breathing problems, bleeding p/v and lower abdominal pain approximately 5 weeks after pregnancy termination which utilized manual vacuum aspiration method (mva). It was reported that mva was performed a total of 3 times at (B)(6). Dates of the procedures were not provided. The patient was referred to (B)(6) and subsequently expired. The date of the death was not reported. A team from (B)(6) was dispensed to gather pertinent information which indicated the patient died due to abortion complication. Further information has been requested.

Manufacturer narrative:
This case was identified after a national television broadcast was aired in (B)(6) and then reported to (B)(6) on (B)(6) 2011.